Event description:
Procedure performed: laparoscopic inguinal herniorrhaphy. Event description: "failure of the trocar kii fios 12 x 100mm. Thread in z, was presented during a laparoscopic inguinal herniorrhaphy. They were at the surgery, and during the placement of the trocar as an umbilical port, after removing the obturator, the distal part was fragmented into several pieces" product is available for return. Patient status: patient was not injured because of this incident.

Manufacturer narrative:
The event unit is anticipated to return to applied medical for evaluation. A follow-up report will be sent upon completion of investigation.

Event description:
Procedure performed: laparoscopic inguinal herniorrhaphy event description: "failure of the trocar kii fios 12 x 100mm. Thread in z, was presented during a laparoscopic inguinal herniorrhaphy. They were at the surgery, and during the placement of the trocar as an umbilical port, after removing the obturator, the distal part was fragmented into several pieces" additional information received via email 30mar2022 from distributor: case was completed with another medical device from another brand. It is unknown how the trocar was inserted. It is unknown if there was any difficulty during insertion. The break did not cause particulation. The trocar was not used with a robot. It is unknown what instrument was inside of the cannula at the time of the incident. Product is available for return. Intervention: case was completed with another medical device from another brand. Patient status: patient was not injured because of this incident.

Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Visual inspection confirmed the complainant¿s experience of a fractured cannula tip. The wall thickness of the cannula shaft was uneven and did not meet specifications. Based on the condition of the returned unit, it is likely that the cannula fracture was was caused by the uneven cannula wall thickness, which was a result of a core pin shift during the injection molding process of the cannula.